Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst when it reached to 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results visual and microscopic examination of the returned complaint device revealed that the balloon was torn longitudinally, which confirm the reported event of balloon burst. The catheter was noted to be kinked and there was a stretch close to the kink. Additionally, the catheter was mechanically cut close to the balloon. This failure is likely due to factors encountered during handling or usage that the balloon got the torn found on it. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst when it reached to 20mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.